Event description:
Customer brought her device to a lab to perform a comparison. Customer's device read 197mg/dl, the lab result was 99mg/dl. Customer reports that she was fasting and that both tests were performed within 5 minutes of the other. No controls were used. Requested replacement of suspect device and replacement was sent.